Event description:
It was reported the epg (external pulse generator) and the patient cable were connected to a patient. Ventricular oversensing was found with electrocardiogram monitor. The patient cable was exchanged (replaced) and then the normal operation of the epg was started. The patient cable was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.